Event description:
It was reported that the device was leaking. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting and cracked tank cover. Functional testing found water leaked from the reservoir. The root cause of the reported issue was found to be customer damage - cracked tank cover causing leakage. Replaced printed circuit board (pcb), tank and tank cover, and drain fitting. Device passed all functional testing. No information provided to date.